Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. At approximately 10:15 am on 10/18/2025, the patient experienced an acute episode of illness, including nausea and vomiting. During this time, her cgm mobile device displayed glucose readings ranging from 53 mg/dl to 90 mg/dl. The patient reported symptoms of dizziness, blurry vision, and weakness, which led to a fall resulting in a head injury (a bump at the back of her head). Her husband assisted her and performed a manual blood glucose check, which showed a reading of approximately 20 mg/dl, while the estimated glucose value (egv) from the cgm was around 53 mg/dl. As immediate treatment, her husband administered baqsimi nasal glucagon and provided juice. The patient did not seek medical attention, as her condition improved following the intervention. Her manual blood glucose reading rose above 80 mg/dl, and she noted that the cgm readings became more accurate, although she could not recall the exact values. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.